Event description:
The customer returned the screwdriver and states in the accompanying questionnaire, the screwdriver did not hold the screw. The surgery was finished using an exchange screwdriver.

Manufacturer narrative:
Evaluation summary: review of device history record (DHR) / review of inspection records. A review of the DHR for the device (lot code k649967) revealed no discrepancies. Evaluation revealed no evidence that in this case the event might be linked to a deficiency of the manufacturing process, but is regarded to fading of the clamping property over the years during use at user site.